Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump when she woke up. She stated that she was unable to clear this alarm. The blood glucose reading was 75 mg/dl. She could not recall any significant event leading to this alarm. Nothing further was reported.